Event description:
Per the clinic, the device was electively explanted due to the patient experiencing a performance decrement. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.